Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, the connection between the supply line of the homechoice cassette and supply bag was loose, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that the connection between the supply line of the homechoice cassette and supply bag "felt slightly loose" and was "not fully tight", which led to this alarm. The patient reported the connections were properly tightened before therapy started. Renal therapy services (rts) advised the patient to contact the nurse regarding the event. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.